Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer the reported via phone call that the insulin pump was squirted insulin during priming. Customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had random and unexplained no delivery alarm as well as diminished battery life also insulin pump rejected the new battery. The device will not be returned for analysis.